Event description:
The patient reported their bladder sling failed and the bladder prolapsed about six months ago, which caused them to have trouble starting and stopping to pee. The patient also reported they had their catheter for eight days and that they were getting it removed on (B)(6) 2016. The patient had incidents where they already voided, they sat up, and the catheter came apart and urine went everywhere. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).